Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as brown and red blotches under the te pads. There was no alleged device malfunction contributing to the irritation. The patient¿s neighbor who used to be a nurse advised using medication with zinc oxide in it for the skin irritation. Follow up indicated that the skin irritation improved.